Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited an acute jump in right ventricular (rv) pacing impedance measurements. The impedances were running in the 400 ohms range and then increased to greater than 2,000 ohms. There was no noise present on the electrogram. The other lead measurements were not reported. At this time, there has been no report of patient harm. Additional information indicates that this patient was evaluated and all other lead measurements were confirmed to be stable and within normal limits. Isometrics and pocket manipulation was performed while testing and no issues were found. The physician decided to continue to monitor this patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.